Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the burr and guidewire fracture occurred. The target lesion was located in the anterior descending artery, a 1.50mm rotablator plus and rotawire - ic were selected for use. During the procedure, the rotational atherectomy guidewire was fractured, resulting in the scrapping of the device. The device was removed, and the procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure. It was further reported that the 90% stenosed target lesion was located in a moderately tortuous and moderately calcified artery, and the burr caused the guidewire to fracture. The guidewire fragment was not removed from the body.

Event description:
It was reported that the burr and guidewire fracture occurred. The target lesion was located in the anterior descending artery, a 1.50mm rotablator plus and rotawire - ic were selected for use. During the procedure, the rotational atherectomy guidewire was fractured, resulting in the scrapping of the device. The device was removed, and the procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure. It was further reported that the 90% stenosed target lesion was located in a moderately tortuous and moderately calcified, and the burr caused the guidewire to fracture. Moreover, the fractured part of the device was not removed intact from the patient's body.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Spring tip was observed bent, stretched, and a portion of it was detached and did not return for analysis. The total length of the guidewire was measured according to the drawing (B)(6) in order to verify if it was according to the specification established on the drawing and the overall length was between the specification established on the drawing, even though a portion of the spring tip was detached and did not return for analysis. The media attached to the parent record shows the device pouch and a label of from another company but does not show any evidence of the reported issue.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a guidewire fracture occurred. The target lesion was located in the anterior descending artery, a 1.50 mm rotablator plus and rotawire: ic were selected for use. During the procedure, the guidewire was fractured, resulting in the scrapping of the device. The device was removed, and the procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.